Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. It is also noted that the patient is inquiring if the subject device is part of a product recall. As no product details were provided it is unknown if the subject device was part of a product recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2008 the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip and was revised on (B)(6) 2009. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: device details an event regarding alleged abnormal ion level involving a lfit anatomic cocr v40 femoral head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient was revised due to abnormal ion level. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The device is within the voluntary product recall. However, the reported hazard/harm is not within scope of the CAPA.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2008 the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip and was revised on (B)(6) 2009. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.